Event description:
It was reported when the device was used during an anterior resection, the staples did not close correctly. Another device was used to complete the case. There was no pt consequence.